Manufacturer narrative:
The customer reported to olympus that the evis lucera elite video system center did not produce an image. The issue was found during receipt inspection. The device was not used for a procedure. There were no reports of delays or patient harm.

Event description:
The customer reported to olympus that the evis lucera elite video system center did not produce an image. The issue was found during receipt inspection. The device was not used for a procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a root cause could not be determined. However, it is likely that there is no video output of all the serial digital interface channel due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.